Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and immobility. The surgeon opened the left knee capsule, removed synovial tissue and joint fluid and sent it to the lab for analysis. It came back negative for infection. He then performed a radical synovectomy, removed a 5mm poly insert, trialed with several different thickness of polys and finally, settled on a new, attune, size 9, 7mm, ps poly insert. After inserting this new poly, he irrigated the wound with copious amounts of saline irrigation, performed a series of range-of-motion exercises, and closed the wound. Only the poly insert was replaced. The surgeon decided the patient's tissue had scarred down so much, he lost mobility. Both the tibial and femoral components were rock solid. The patellar component was not replaced during this surgery. Doi: (B)(6) 2017; dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.